Event description:
Related manufacturer reference number: 2017865-2025-11846. It was reported the patient presented for implant procedure. While finalizing the programming on the leadless pacemaker (lp), conductive telemetry with the programmer failed which caused the lp to reprogram itself. The lp was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported complaint of interrogation failure was confirmed. Based on the information provided, a false positive read of the device configuration by the merlin programmer occurred during the finalization of the vlp. As a result, the merlin programmer inadvertently misconfigured the vlp device as a 2 lp system leading to an interrogation failure due to a data corruption. The implanted device was performing per design.